Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) as the slide clamp was removed to start the infusion and the alarm did not clear. The event happened during programming/ setup at the general patient ward. There was no patient involvement. No additional information is available.